Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed. The customer tried to recover and reboot the tower door, but the issue wasn't resolved. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. The field service engineer found that the tower door was not able to recover due to the connector issue. The engineer reseated the connections and applied grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.